Event description:
It was reported that intermittent occlusion alarms occurred. Customers blood glucose was 300's-400's mg/dl. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.